Manufacturer narrative:
An investigation of this event was conducted in accordance with internal procedures and applicable regulations. The actual device was not returned for evaluation. The code 1186 was selected with "other" meaning that the manufacturing process, design, inspection, testing, lot records, training, etc. Were evaluated.

Event description:
Bowel perforation discovered due to complaint of abdominal pain. Diverting colostomy performed to treat perforation.